Event description:
(B)(4). I was diagnosed with dle. Rashes and itching. Hair falling out. Extreme neck pain due to arthritis. Memory loss. Depression. Weight gain of (B)(6) . Muscle aches and weakness. Digestion issues.